Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this right ventricular (rv) lead exhibited high pacing threshold and noise. Furthermore, a lead revision was performed, and this lead remains in service. No additional adverse patient effects were reported.

Event description:
It was reported that this right ventricular (rv) lead exhibited high pacing threshold and noise. Furthermore, a lead revision was performed, and this lead remains in service. No additional adverse patient effects were reported. Additional information was received that indicates the lead oversensed the noisy signals. Additionally, it was stated that lead revision was planned, however, the physician decided not to remove, revise, or replace any existing leads during the procedure. The device was explanted and replaced instead. The lead remains in use. No adverse patient effects were reported.